Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The visual inspection of the returned product noted. No visual abnormalities were observed with the instrument. Pmv performed functional testing which included. The instrument was successfully loaded with a reload. The instrument and reload was applied to test media. All staples were placed, and test media was cleanly transected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when loading during a laparoscopic gastrectomy, the stapler was not able to fire but there was an unknown malfunction. They replaced to device to complete the case. There was no patient injury.